Manufacturer narrative:
Qc was within specifications before and after the event. System checks performed two times in the same month in 2009 resulted within specifications. A field service engineer (fse) was dispatched: a) the fse performed a major preventive maintenance (pm). B) the fse replaced proactively precision stator and pump belt. C) the fse checked all alignments and ran a diagnostic testing which passed.. Bci contacted the customer site thirteen days later, to follow-up on this event, and they stated there were no further accu tni issues to report at the time. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 1.76ng/ml. The specimen was re-tested on a different instrument and a result of 0.01ng/ml was obtained. The results were not reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.